Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the thresholds were unacceptable in multiple positioning attempts. The retrieval of the ipg became more difficult after every re-positioning attempt. The physician withdrew and flushed the delivery system. Upon the next attempt of implantation, it was noted that the deflection lever on the delivery system was without resistance and would no longer function correctly. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.